Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted into a patient for the endovascular treatment of a 5.9 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck was 23 mm in diameter, and the bilaterally the iliac arteries were 9 mm in diameter. It was reported the 6-month post-operative follow-up revealed that the patient had a complaint of light pain of left inguinal region (surgical wound site). Palpation was carried out and it was found that the patient had no pulse. The CT demonstrated occlusion of left limb of the endurant. The patient had no complaint of claudication or feeling heavy in his leg, and no subjective symptoms. The physician does not know the cause of the limb occlusion. The patient doesn¿t have subjective symptom so that additional treatment wouldn¿t be considered at this moment. Therefore, the patient will be monitored. No additional clinical sequelae were reported and the patient is fine.